Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that they are unable to take any images. Reboot did not resolve the issue. The mobile view station (mvs) and image acquisition system (ias) both were powered on. She did not have any other information since she was not on site. There was no patient present when this issue occurred.